Event description:
It was reported that a pt presented high lead impedance readings during a recent office visit. There were no reports of trauma, however, the pt wanted to have the device replaced. The pt was not programmed off. X-rays have been sent to the MFR, however, the assessment has not been completed. A battery life calculation was performed using the data available in the in-house database and it was found that the pt's device has over 7 years remaining until eri = yes; however, two years of programming history are missing. The pt has been referred for revision surgery, however, surgery has not occurred.